Event description:
Customer reported that he had unexplained low blood glucose for two weeks. On (B)(6) 2014 his blood glucose was 13 mg/dl on (B)(6) 2014 his blood glucose was 15 mg/dl. Paramedics where called both times to assist customer at home. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.